Manufacturer narrative:
Update to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection. A definitive root cause could not be identified. In addition to the customer's allegation, the investigation identified another malfunction: white residue in the auxiliary water channel. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had dirt on lens. The issue was found during set up / inspection for use. There were no reports of patient involvement.